Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 163 mg/dl. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The pump was received with a button error alarm and had intermittent up button response due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.